Manufacturer narrative:
Investigation summary: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Customer reporting 1 false negative sofia sars result for 1 symptomatic patient. Patient reported to have onset of symptoms for 2-4 days prior to testing. Confirmation testing was done with pcr, resulting positive.